Event description:
During a delta shoulder case, the drill bit broke during use. The drill was used to make a hold and a 42mm screw was inserted and tightened. It was noticed while cleaning the instruments following surgery that about 2 inches of the bit was missing. It was assumed since no one could find the broken piece of the drill that it remained in the pt. The surgeon was not concerned about this and proceeded with the surgery. He did not attempt to locate or remove the piece from the pt.